Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during the second loading attempt, an experienced loader had difficulty loading the valve onto the delivery catheter system. When the loader went to marry up, the valve was crooked and smashed inside the skirt. Subsequently, the valve was unable to expand, and the valve was replaced. A new valve was loaded by another loader and the valve was used for implant. It was noted that no valve abnormalities were observed prior to attempting to load the valve. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop2329us (lot: 0010947102); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.